Manufacturer narrative:
Clarification to b3: partial date of oct/2024 provided. Clarification to d6a: partial date of 2004 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed via mammogram, MRI, and ultrasound. The device remains implanted.